Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that all of the keypad buttons were under responsive. The reporter stated that the keypad was peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/11/2016 with the following findings: during investigation, the keypad cover was missing. The ok button contact was missing. The button contacts were removed to find contamination and moisture corrosion under the down arrow button contact. The keypad was unresponsive due to the moisture corrosion. The audio bolus button was unable to be tested due to the keypad not functioning. Unrelated to the original complaint, the battery compartment was cracked above and below the grip pad.